Manufacturer narrative:
On 09/05/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/14/2019, mentor received additional information about the event: - the patient¿s capsular contracture was baker grade IV and developed it in both breasts. This report is for the patient¿s left breast device. A separate medwatch will be submitted for the patient¿s right breast device. - the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 400cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/07/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that a patient experienced a rupture in a breast implant and developed capsular contracture. During evaluation of the sample, it was observed to be ruptured. Shell abrasion was noticed in the edge of the failure. No other anomalies were discovered. Shell abrasion suggests in-vivo folding or creasing of the device. This failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant medical products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3507275mc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by MRI. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent explantation on (B)(6) 2019.